Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting during priming and had motor error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had unexplained no delivery alarm, crack on screen and battery compartment, had to rewind multiple times when rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected a33 alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case at the display window corners and cracked lcd window.